Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection which started at the ipg site that moved up to the lead site. Symptoms were redness and swelling around the battery site. The patient was admitted to the hospital, was given intravenous antibiotics, and underwent an explant procedure. The physician believed that the infection was procedure related.